Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was broken. A 6.3 flexima¿ apdl was selected for use. During unpacking, it was noted that one area of the drainage catheter was found broken with a cleft. The procedure was completed with another of the same device. No patient complications were reported and patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary. Method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The metal cannula was received loaded in the catheter, when it was removed it was found kinked near to the hub. No anomalies or damages were noted on the catheter returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was broken. A 6.3 flexima apdl was selected for use. During unpacking, it was noted that one area of the drainage catheter was found broken with a cleft. The procedure was completed with another of the same device. No patient complications were reported and patient condition was stable.